Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. Upon insertion of the screws, on films, surgeon was "able to see the intended screw trajectory would possibly breach the vertebral body. Surgeon was able to see the exact position of the misplaced screw" on post-op film. Later that same day, a revision was done to reposition the screw.